Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2006 the patient presented with the pre op diagnoses of spinal stenosis, l4-l5 and l5-s1 with degenerative disk disease, l4-l5 and l5-s1. The patient had x-ray which showed fairly significant spinal stenosis at the l4-l5 area, moderate at l5-s1 and some extreme amount of degenerative disk disease at l4-l5. An x-ray with almost total disk collapse and facet changes at l5-s1 also showed facet changes. The patient underwent the following procedures: posterior laminectomy with bilateral foraminotomies, l4-l5 and l5-s1 for decompression, left posterior transforaminal interbody fusion of l4-l5 and l5-s1 using peek cages along with rhbmp-2/acs, posterior spinal fusion l4-s1 using legacy titanium spinal instrumentation, and fluoroscopy for placement of pedicle screws, fusion using rhbmp-2/acs, and local bone, and allograft bone. Per the op notes, the pedicle screws were first placed using fluoroscopy into l4, l5, and s1 in a normal fashion with 6.5 titanium screws placed, all six with excellent purchase. Then a peek cage was filled with rhbmp-2/acs and local bone that has been saved is mixed along with some cancellous bone and placed into the disk space at l5-s1 level. Then rhbmp-2/acs was placed into a 10 x 22 cage along with some of the saved local bone and the cage was placed into the disc space at l4-5 level. At this point then, transverse processes of l4-l5 and s1 were decorticated and placed two sponges of rhbmp-2/acs on each side along with half of the local saved bone that has been mixed with some small cancellous bone. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.